Event description:
It was reported that a dissection occurred. The target lesion was located in the left circumflex artery (lcx). A promus elite ous mr 16 x 2.50 was deployed to treat the target lesion. After post dilation, a proximal edge dissection was noted in the proximal part of the stent. A promus elite ous mr 20 x 3.00 stent was deployed proximally and overlapping to cover the dissection and successfully complete the procedure. The patient was stable post procedure and fully recovered.